Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. There is a buildup of biological material on one side of the distal end of the stapler where the staples come out of the device. The staples appeared to be properly aligned. The device was returned with (B)(4) staples remaining in the cover block, indicating that at least 11 staples were fired by the end user. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, the first staple was unable to form properly. The side with the buildup of biological material was unable to form. The next two staples became misaligned in the device as a result. The buildup of biological material was manually removed as much as possible, but it could not be cleaned completely. Another attempt was made to fire the device. This time, no staples fired due to the misalignment. The root cause of this complaint issue is the buildup of biological material in the distal end of the device which prevented the staples from firing properly. The stapler was disassembled and the internal components were inspected. No defects or anomalies were observed. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event. Per DHR the product visistat 35r 6/box lot # 73b2200288 was manufactured on 02/09/2022 a total of (B)(4) pieces. Lot was released on 02/22/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Upon functional inspection, it was found that there was a buildup of biological material on one side of the distal end of the stapler where the staples come out of the device which prevented the staples from firing properly. The side of the staple where the buildup of biological material was could not form properly. Therefore, unintentional user error caused or contributed to this event.

Event description:
It was reported that the staples were jamming. There was no reported injury.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200288 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples were jamming. There was no reported injury.